Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the station was offline and would not power on. The cord in the back was damaged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and would not power on. A field service engineer (fse) reported that the station was not booting up and observed that the power cord was damaged and the protective covering was torn. The fse replaced the power cable; however, the station still did not power on. The fse then removed all drawers from the station, after which the station booted up successfully. The fse reinserted the drawers one by one to identify the faulty component and isolated the issue to a half height drawer 2.2 with a defective drawer controller board. The fse replaced the drawer controller board and performed a firmware update, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.